Event description:
Information was received from a patient regarding an external device. It was reported that the communicator and handset would not pair. Agent had the patient turn off wifi, reset the communicator, and restart the handset. Patient confirmed the handset and communicator connected, and they were able to connect to the pump. During the call, the patient mentioned a lag on 91%. Agent assisted patient with clearing data.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.